Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the surgery delayed due to the issue? No further information is available. What was used to complete the procedure? No further information is available. Was the surgery completed successfully? No further information is available. Device return follow up. We regularly contact about the device returning. No further information will be provided.

Event description:
It was reported that the patient underwent a rectal resection on (B)(6) 2020 and the suture was used. During the procedure, when opening the package, it was found that the needle tip had been broken. There were no patient consequences reported.